Event description:
It was reported that during implant attempt, the physician attempted to implant the lead in numerous positions in the right atrium but could not get satisfactory fixation. The physician felt that maybe the helix was not extending normally. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, the helix/lobe was distorted/bent and the lead appeared damage at implant; the analyst noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector; full lead returned and analyzed.